Manufacturer narrative:
Investigation findings and conclusion are pending completion of the investigation as the returned samples have confirmed the reported defect (heat cells damaged/leaking). This is a product quality complaint for heat cells damaged/leaking. Evaluation of the returned sample shows stray chemistry premix outside of the cells. The review of the device history record, batch thermal records, and production controls met the product release criteria. There are pre-identified risk factors that could cause heat cell contents to leak listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. There are material and product defect risks identified and mitigated to reduce the risk of these defects. In addition to these hazards, there are risks that are outside the control of the site, which include things like user-damaged cells upon opening (e.g., using scissors). The product warning labels instruct the consumer not to use the product "if heat cell contents leak and/or wrap is damaged or torn."

Event description:
On (B)(6) 2026, this report was received regarding a female consumer (age not provided) in the us in association with a thermacare lower back and hip 3 count heat wrap. The consumer purchased the products two months previously. The consumer noted that the patch was damaged with the heating cells looking broken down which displaced "charcoal: (assumed to be heating elements). No further information was provided.